Event description:
On 04/04/10, the reporter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultra2 meter was displaying inaccurate erratic results. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began towards the end of (B) (6) 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The reporter stated that the patient obtained blood glucose results of "122 and 102 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <=20% and/or <=20 mg/dl. The cca documented that the patient manages her diabetes with 22 units of lantus taken at 10:00 pm and novolog insulin on a sliding scale taken before each meal. The reporter confirmed that the patient did not change her usual diabetes routine due to the alleged product issue. Shortly after the product issue began, the reporter claimed that the patient developed symptoms of feeling shaky, dizzy, weak, and faint. The reporter stated that the patient did not administer any treatment in response to her symptoms. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed the patient developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.